Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope optic was loose. Several surgeon's observed this before and during surgery. There was no patient impact.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative troubleshot the reported event by verifying and tightening all components from the libero down. Slight movement of the x-y of the libero was noted, which was not able to be fully tightened. While this play in the libero creates movement in the optical head, there is no risk of the optical head becoming loose when the components are fully tightened. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 21, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose component. How or when the component became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).